Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. During a routine follow-up, it was noticed that the expected longevity decreased 18 months within 1 year. As result, the pacemaker was replaced. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was received. A supplemental report will be submitted once analysis is completed.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. During a routine follow-up, it was noticed that the expected longevity decreased 18 months within 1 year. Subsequently, the pacemaker was replaced. No additional adverse patient effects reported.